Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the station was slow. A technical support specialist had attached knowledge article "es 1.7+ requires port 389/636" indicating that es 1.7+ required ports 389/636, and the issue had been resolved following a product support engineer (pse) consult ticket update; the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had station slow and pyxis keeps lagging. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.